Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that as the balloon catheter was being removed from the femoral sheath, resistance was experienced, and the balloon was found to be torn. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available, the cause of the reported event cannot be determined. Per the device direction for use (dfu), "after ensuring that balloon is fully deflated, wet distal shaft with saline and advance peel-away sheath over balloon. Insert the guidewire/dilator/guide catheter assembly into the introducer sheath using the peel-away sheath. Insert peel-away sheath into introducer sheath until it meets resistance. Place guide catheter in selected vessel using fluoroscopy. Retract peel-away sheath from introducer hub and peel off of guide catheter shaft." The user indicated that the peel-away sheath was not use while inserting the balloon into the femoral sheath. The peel-away sheath is meant to protect the balloon from being damaged during insertion through the femoral sheath. Based on the information available an assignable cause of use error was assigned to this event.

Event description:
It was reported that as the balloon catheter was being removed from the femoral sheath, resistance was experienced, and the balloon was found to be torn. There was no clinical consequence to the patient.